Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. The instructions for use were found adequate and states the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.

Event description:
It was reported that the patient indwelled 18-gauge three-lumen 30 ml balloon foley catheter on (B)(6) 2022. After giving bladder irrigation and clamping the catheter for 30 minutes, the nurse found that the patient's catheter fell out and discharged about 50 ml of pink liquid on its own. Upon inspection, the balloon of the catheter was ruptured and the patient had no complaints of discomfort. Then the patient was re-indwelled with a bard disposable 18-gauge three-lumen 30 ml balloon foley catheter. The catheter balloon was routinely inspected before inserting, and it was found that the balloon could not be completely deflated after filling with saline . Therefore, another new catheter was used and and the process went smoothly. As per description of event cause analysis, stated that the cause was unknown, waiting for urinary catheter inspection and reasons for product quality.as per follow-up information received from ibc on 24feb2023, clarified that the defect for the second catheter was found before using in the patient because the nurse was used to doing pre-filing the balloon to test the function.